Event description:
Corneal wound burn during phaco of fragments. Felt the tubing of cassette was kinked or blocked; changed cassette to complete procedure. Sutured wound to close. Wound has healed satisfactorily. Pt has increased astigmatism.